Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements. The rv lead was removed from the device header and tested on a pacing system analyzer (psa) with good values. The lead was then inserted into the atrial port also with good results. The physician then elected to explant the device. An entirely new device was implanted and normal lead measurements were obtained. It was suspected that the rate/sense portion of the lead may have been accidentally inserted into the high voltage port of the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.